Manufacturer narrative:
(B)(4). The device was evaluated and the event was confirmed through the review of the event history logs. It was determined that the cause of the iipv event was due to a false empty detected and a use error, as the initial drain alarm setting was inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred during therapy initiated on (B)(6) 2013, during night drain cycle one. The patient's ultrafiltration reading was 595ml, indicating the home patient (hp) drained 595ml more than their maximum programmed fill volume of 950ml. No additional information is available.